Manufacturer narrative:
Additional part involved in event:part no. Lot no. Description29263 261675 120mm solid, fixed lag screw per the IFU, "possible adverse effects" include:nonunion or delayed union, which may lead to breakage of the implant.bending or fracture of the implant.

Event description:
It was reported that the patient had a non-union fracture. Nail was fractured in situ. Patient underwent surgery to remove and replace fractured hardware. Patient outcome: no adverse effect reported as a result of this event.